Manufacturer narrative:
Investigation conclusion: further investigation to determine whether the product failed to meet specifications cannot be pursued because the patient did not return the meter and did not provide a lot number. A manufacturing record review and testing on reserve sample from the same lot could not be performed. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The patient initially called to request a return label for the inratio monitor after receiving the inratio system withdrawal notification. The patient reported previously experiencing knuckle bleeding but stated she does not believe the event was related to use of the inratio system. The patient reported experiencing a blood clot in leg 4-5 years ago but stated she does not believe the event was related to use of the inratio system. The patient stated that she believes this event occurred because the physician had her on "too much medication." The patient also reported experiencing three transient ischemic attacks in (B)(6) 2016. The patient stated she does not believe the event was related to use of the inratio system. The patient underwent a MRI and the patient stated both her and the physician believe issue was related to stress. Although the above events occurred while the patient was using the inratio system, the patient does not believe any of the events are related to use of the inratio system. The patient is not questioning any inratio inr results. The patient also reported experiencing rectal bleeding "years ago" that was discussed under a previous case. This event was previously reported under MDR 2027969-2010-00828.

Manufacturer narrative:
Investigation pending. If follow-up, what type selected as additional information to capture the following narrative: (B)(4).

Event description:
The patient initially called to request a return label for the inratio monitor after receiving the inratio system withdrawal notification. The patient reported previously experiencing knuckle bleeding but stated she does not believe the event was related to use of the inratio system. The patient reported experiencing a blood clot in leg 4-5 years ago but stated she does not believe the event was related to use of the inratio system. The patient stated that she believes this event occurred because the physician had her on "too much medication." The patient also reported experiencing three transient ischemic attacks in (B)(6) 2016. The patient stated she does not believe the event was related to use of the inratio system. The patient underwent a MRI and the patient stated both her and the physician believe issue was related to stress. Although the above events occurred while the patient was using the inratio system, the patient does not believe any of the events are related to use of the inratio system. The patient is not questioning any inratio inr results. The patient also reported experiencing rectal bleeding "years ago" that was discussed under a previous case. This event was previously reported under MDR 2027969-2010-00828.